Manufacturer narrative:
Concomitant products: 694765 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had both undersensing and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead had both undersensing and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 694765 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.